Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event. Please see updates: g3, g6 and h2. Correction to previous reported details are as follows: during a remedial review of the case it was determined that the previously reported aware date requires being updated from 10sep2021 to 08sep2021.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow¿ covid-19 antigen self test on an unknown sample. The customer reported she conducted the test for her husband using binaxnow covid-19 antigen self test and obtained a negative result; however, on that same day her husband took a another test from a laboratory and tested positive. No additional patient information, including treatment and outcome, was provided.